Event description:
Healthcare professional reported "textured to smooth due to the patient concern of the implant", "leak" and "bottoming out". This record is for the left side. Device was explanted and replaced. Device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration and rupture.

Event description:
Healthcare professional reported "textured to smooth due to the patient concern of the implant", "leak" and "bottoming out". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. ¿ migration: unable to observe this condition. None of the other observations performed during the device analysis deformation and creases are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.